Event description:
It was reported that the device was implanted and explanted in 2007; however, the explant reason is unknown. No further details were provided.

Manufacturer narrative:
Device not returned.